Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump alarmed power error. The customer¿s blood glucose level was unknown at the time of the incident. The customer was assisted with troubleshooting and it was not confirmed whether the issue resolved. The customer was advised battery cap will be replaced. The insulin pump will not be returned for analysis.